Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The shaft and tip were microscopically and visually inspected. Inspection of the device revealed that majority of the coil wire of the tip was stretched. The tip was detached at the coil wire, and the tip not returned for analysis. There was a kink also in the distal end of the shaft.

Event description:
Reportable based on device analysis completed on 16dec2019. It was reported that a balloon was kinked and could not cross the lesion. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 185cm stingray guidewire was selected for use. During the procedure, it was noted that the balloon was kinked and could not cross the lesion due to severe calcification of the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the tip was detached.